Manufacturer narrative:
(B)(4). Date sent 10/15/2024. D4 batch # 993c46. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 993c46, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9dx8e, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure the dr. Was using the device for the fifth times (5th reload) during the case. Dr. Took 2 vessels into the jaw, activated the device and heard the blade move and then stop. The blade didn't go to the end, it was blocked. He used the reverse button to bring back the blade and be able to open the jaw. Dr. Said there were staples on the vessel, but not all the way, and there was no cut., like the blade was blocked after moving a couple of mm. The surgery was delayed due to the reported event. The number of minutes is unknown. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2024.